Event description:
It was reported that the patient had increased pain on the right side of their body because the patient wasn¿t feeling stimulation even after increasing their settings. The patient¿s implantable neurostimulator (ins) was not working properly. The patient was only feeling the stimulation on one side. The last procedure, the patient had extended the wires to the right side further and it was not working on the right side at all. The patient just realized the issues the night prior to the report when they turned it up to 800. The patient had their device reprogrammed four or five times since the implant. The patient had two percutaneous leads and it was discovered that the right lead was ¿bad¿ and was going to require replacement. A manufacturer representative met with the patient and the patient looked fine. The lead was in the right place but it looked like there was a bent electrode or lead. The majority of the electrodes on the lead had stopped working but not all of them. The patient wanted to wait until the fall to have a surgery to replace the lead. The patient was still getting good stimulation on their left side at the time of the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).